Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: micra d4: mc1vr01-delsys, expiration date: 14-jun-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluation?: no. Mfg date: 21-jan-2020. Labeled for single use?: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure pericardial effusion occurred. It was also reported that the ipg exhibited high thresholds. The ipg was repositioned and remains in use. Pericardial synthesis was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: section 'suspect device' information references the main component of the system. (B)(4). If information is provided in the future, a supplemental report will be issued.